Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the ins turned off automatically and there was no stimulation. No communication was possible with the physician tablet, patient controller, or recharger. A CT scan of unknown type and location had been performed. The ins had not been turned off for the CT scan. Afterwards, stimulation was off and no communication with the patient controller was possible. The implant depth was not deep and the ins was very palpable. Communication was always successful prior to the CT scan. Blind charging was performed for about one hour. The patient controller always showed the screen with varying values for connection quality, and values around 95 were shown. The connection quality did change from poor to good to excellent quite a number of times. Rebooting the ins was not successful after it was tried four times by entering physician mode, choosing disable device, and re-enabling the device. No response was received from the ins. Trying another patient controller and recharger did not solve the problem. A replacement was scheduled for the week of (B)(6) 2018. The issue was not resolved as of (B)(6) 2018. The patient was alive with no injury. The issue occurred during normal use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the returned ins (serial # (B)(4)) found that the hybrid had electrostatic discharge induced damage. External visual inspection of the ins did not reveal any anomalies. The connector module/cover, connector ports, grommets, setscrews, and shield/can were all visually ok. Initial examination confirmed a no output and no telemetry condition. Destructive analysis of the battery was performed, and internal visual inspection revealed that the d3 dual schottky diode package in the recharge circuitry was catastrophically damaged. The device hybrid was found to be severely damaged by a high voltage arcing event of unknown origin. Based on the location of the damage, it was determined that the electrical damage was consistent with an external high voltage event that was transferred into the device via the recharge coil. If information is provided in the future, a supplemental report will be issued.